Event description:
It was reported that the customer received the button error alarm on the insulin pump and was unable to clear the alarm. The customer explained that he replaced the battery after the first instance of the alarm, but the alarm returned, and she was unable to clear it. The customer's blood glucose was 247 mg/dl. The customer confirmed that the issue did not result in a serious injury or hospitalization. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. Advised that the insulin pump needed to be replaced. Advised customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. Informed that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.